Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no image present when the endoscope was connected and switched on, and error code e315 (unsupported scope) was displayed on the screen. The scope connector [plug] body was dismantled, revealing the moisture indicator had been triggered and moisture was visualized. The internal shield was removed, revealing the moisture indicator had been triggered and droplets of fluid were visualized. Fluid inside the connector [plug] body is known to result in intermittent image issues temporarily affecting the video image and other electrical functionality. In addition, the adhesive at the distal end was lifting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer returned the olympus loaner device with a report of image capture button. Further follow-up with the customer found that during pre-use checks prior to insertion, there was no image and error code e315 (unsupported scope) was displayed. The procedure was completed using a similar device, with no delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a water invasion in the scope connector. The following information is stated in the instructions for use (IFU): inspection of the endoscopic image. ¿user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.